Event description:
It was reported that unspecified bd¿ IV extension set leaked. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown. It was reported that the tubing was leaking. Verbatim: patient is getting magnesium and the alaris tubing used was liking.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of tubing leaking could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation. H3 other text : see h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd" IV extension set leaked. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown. It was reported that the tubing was leaking. Verbatim: patient is getting magnesium and the alaris tubing used was liking.